Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("sacro-iliac pain"), spinal pain ("vertebral column pain"), neck pain ("cervical pain"), pain in extremity ("upper and lower limbs pain"), memory impairment ("memory disorder"), disturbance in attention ("concentration disorder") and asthenia ("important asthenia"). The patient was treated with hydroxychloroquine phosphate (plaquenil) and anti-tumor necrosis factor monoclon. Antibody. Essure treatment was not changed. At the time of the report, the pelvic pain, arthralgia, spinal pain, neck pain, pain in extremity, memory impairment and disturbance in attention was resolving and the asthenia had resolved. The reporter provided no causality assessment for arthralgia, asthenia, disturbance in attention, memory impairment, neck pain, pain in extremity, pelvic pain and spinal pain with essure. The reporter commented: multiple and numerous sick leave, invalidity class 2 and intake of many other treatments. Since essure placement, her health and her vitality worsened a lot, even if she felt better since the beginning of treatment with plaquenil. Essure removal was planned to (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.